Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, she has observed "creeping crud" coming from the underside of the anterior capsule. There were no medical or surgical interventions performed to treat the event. She reported noting posterior capsule opacifications one month following the surgery. She reported it is unk if the device caused/contributed to the event. No further info is expected. This is the fourth report of this event from this surgeon. The other three events were reported under MFR report #s: 1119421-2011-00899, 1119421-2011-00900, and 1119421-211-00901.

Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history records review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. Action taken: investigation has been completed based on current info. No further action is warranted at this time. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings, the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. A completed questionnaire was received upon initial intake on 08/04/2011. No further info is expected. (B)(4).